Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: poking through fallopian tubes / perforation (fallopian tube(s)), perforation (other) please describe and state the location of the perforation: left fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and pelvic haematoma ('other injury(ies) or complication please describe: pelvic hematoma') in a 34-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, hemorrhagic cyst, endometrioma, escherichia coli infection, stomach pain, dysuria, stomach cramps, vaginal discharge, itching, bone pain, depression, anxiety, inflammation, rectal bleeding, blood in stool, knee pain, numbness, paraesthesia, swelling nos, joint lock, limping, weakness, lumbar pain, muscle strain, hypopotassemia, hemorrhage rectum, obesity, breast pain, edema, insomnia, bleeding menstrual heavy, uterine fibroid, anemia and constipation. Spinal disc slip- 2013 to present. Previously administered products included for an unreported indication: naproxen, cipro, paxil, depo-provera, ondansetron, ferrous sulfate, ibuprofen, acetaminophen, cyclobenzaprine, darvocet, vicodin, naproxen, norco, zoloft, bupropion, trazodone, miralax, phentermine, cyclobenzaprine, naprosyn, stool softener, bisacodyl, zolpidem and ambien. On 1-dec-2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("back pain / pain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On 28-sep-2017, the patient experienced pelvic haematoma (seriousness criterion medically significant), nausea ("nausea,") and dizziness ("dizziness"), 7 years 9 months after insertion of essure. On 3-oct-2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (laparoscopy evacuation and vaginal hysterectomy with bilateral salpingectomy, cystoscopy, hysterectomy (full)). Essure was removed on 28-sep-2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the pelvic haematoma, bladder disorder, urinary tract disorder, nausea, pelvic pain and dizziness outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dizziness, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic haematoma, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: hysterosalpingogram- 26sep2011 findings: on scout image two essure coils are identified within the pelvis. Impression: successful mechanical obstruction of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 26-sep-2011: total bilateral occlusion.. ¿concerning the injuries reported in this case, the following ones "genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fallopian tube perforation, nausea, dysmenorrhea, back pain, pelvic pain, dizziness, abdominal pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: poking through fallopian tubes/perforation (fallopian tube(s)), perforation (other) please describe and state the location of the perforation: left fallopian tube'), genital haemorrhage ('abnormal bleeding (general)') and pelvic haematoma ('other injury(ies) or complication please describe: pelvic hematoma') in a (B)(6) year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, hemorrhagic cyst, endometrioma, escherichia coli infection, stomach pain, dysuria, stomach cramps, vaginal discharge, itching, bone pain, depression, anxiety, inflammation nos, rectal bleeding, blood in stool, knee pain, numbness, paraesthesia, swelling nos, joint lock nos, limping, weakness, lumbar pain, muscle strain, hypopotassemia, hemorrhage rectum, obesity, breast pain, edema, insomnia, bleeding menstrual heavy, uterine fibroid, anemia and constipation. Spinal disc slip- 2013 to present. Previously administered products included for an unreported indication: naproxen, cipro, paxil, depo-provera, ondansetron, ferrous sulfate, ibuprofen, acetaminophen, cyclobenzaprine, darvocet, vicodin, naproxen, norco, zoloft, bupropion, trazodone, miralax, phentermine, cyclobenzaprine, naprosyn, stool softener, bisacodyl, zolpidem and ambien. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain/pain") and back pain ("back pain/pain"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) /heavy bleeding during menstruation") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic haematoma (seriousness criterion medically significant), nausea ("nausea,") and dizziness ("dizziness"), 7 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (laparoscopy evacuation and vaginal hysterectomy with bilateral salpingectomy, cystoscopy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved, the pelvic haematoma, bladder disorder, urinary tract disorder, nausea, pelvic pain and dizziness outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dizziness, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic haematoma, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: hysterosalpingogram- (B)(6) 2011. Findings: on scout image two essure coils are identified within the pelvis. Impression: successful mechanical obstruction of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones: genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fallopian tube perforation, nausea, dysmenorrhea, back pain, pelvic pain, dizziness, abdominal pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ most recent follow-up information incorporated above includes: on 30-may-2019: pfs and mr received- lot number added. Previously reported event "injury to herself " updated to "genital bleeding", events- vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fallopian tube perforation, nausea, dysmenorrhea, back pain, pelvic pain, dizziness, abdominal pain was added. Events outcome were changed genital bleeding, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhea, perforation unknown to recovering/resolving. Reporter and reporter information, medical history, concomitant condition, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: poking through fallopian tubes / perforation (fallopian tube(s)), perforation (other) please describe and state the location of the perforation: left fallopian tube'), device dislocation ('device dislocation'), genital haemorrhage ('abnormal bleeding (general)') and pelvic haematoma ('other injury(ies) or complication please describe: pelvic hematoma') in a 32-year-old female patient who had essure (batch no. 836493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, hemorrhagic cyst, endometrioma, escherichia coli infection, stomach pain, dysuria, stomach cramps, vaginal discharge, itching, bone pain, depression, anxiety, inflammation, rectal bleeding, blood in stool, knee pain, numbness, paraesthesia, swelling nos, joint lock, limping, weakness, lumbar pain, muscle strain, hypopotassemia, hemorrhage rectum, obesity, breast pain, edema, insomnia, bleeding menstrual heavy, uterine fibroid, anemia and constipation. Spinal disc slip- 2013 to present. Previously administered products included for an unreported indication: naproxen, cipro, paxil, depo-provera, ondansetron, ferrous sulfate, ibuprofen, acetaminophen, cyclobenzaprine, darvocet, vicodin, naproxen, norco, zoloft, bupropion, trazodone, miralax, phentermine, cyclobenzaprine, naprosyn, stool softener, bisacodyl, zolpidem and ambien. Concomitant products included ibuprofen from (B)(6) 2017 to (B)(6) 2017 and naproxen from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain ("pelvic pain / pain") and back pain ("back pain / pain"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 years 1 month after insertion of essure. In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding during menstruation"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic haematoma (seriousness criterion medically significant), nausea ("nausea,") and dizziness ("dizziness"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced pollakiuria ("frequency in urination"). On an unknown date, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and depression ("depression"). The patient was treated with surgery (laparoscopy evacuation and vaginal hysterectomy with bilateral salpingectomy, cystoscopy, hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea and pelvic pain had resolved, the device dislocation, genital haemorrhage, pelvic haematoma, bladder disorder, urinary tract disorder, nausea, dizziness, depression and pollakiuria outcome was unknown and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, depression, device dislocation, dizziness, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, nausea, pelvic haematoma, pelvic pain, pollakiuria, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: hysterosalpingogram- (B)(6) 2011. Findings: on scout image two essure coils are identified within the pelvis. Impression: successful mechanical obstruction of both fallopian tubes. Discrepancy noted in insertion date- (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones "genital bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, fallopian tube perforation, nausea, dysmenorrhea, back pain, pelvic pain, dizziness, abdominal pain were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received- new event depression, device dislocation, frequency in urination were added. Reporter and patient demography added. Medical history and concomitant drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.